Manufacturer narrative:
Upon review of all of the available information the event of not removing the device and leaving it in place, could not be confirmed since the device is still implanted in the patient and therefore not returned for evaluation. The reported event was likely the result an insufficiency of the center peg removal tool to remove the cage where the threads might have been stripped, however this cannot be confirmed because the devices were not returned for evaluation. The IFU states "it is advised that the surgeon be fully aware of the instructions for use of all instruments and devices. This device is used for treatment not diagnosis.

Event description:
It was reported that during a right shoulder conversion to a reverse shoulder on a male patient, the surgeon experienced difficulty getting caged glenoid removed, poly popped off well and peripheral pegs came with it (as weren't cemented) central peg remained. Went against manufacturer's advice to use 2mm drill down cage to break up bone before removal. Could not engage removal tool to peg and had issues with hospitals own slap hammer. Eventually tried to remove cage with pliers and was unsuccessful. (The surgeon) finally decided to leave cage in and implant verso central peg just below cage. It is advised that the surgeon be fully aware of the instructions for use of all instruments and devices.

Manufacturer narrative:
Pending evaluation.

Event description:
During revision, surgeon could not remove the glenoid cage.